Manufacturer narrative:
This is 1 of 2 reports the investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the first valve got caught in the esheath. The entire system was removed and a 2nd valve and delivery system was placed with good result. During delivery system introduction into sheath, the valve would not advance in the sheath. It was noticed that a tine of the valve was lifted away from prepped system and was catching in the sheath. Upon follow up, the fcs advised that during a tavr procedure, no difficulty was encountered during insertion of the esheath, and the expansion tool (esheath+) and loader were used appropriately with full insertion achieved. The esheath was introduced via right-sided access at a steep angle. The delivery system and valve did not exit the sheath, becoming lodged near the transition between the blue and white portions of the sheath. The system was withdrawn from the patient as a single unit, and inspection identified a small pinhole in the sheath. The device had been prepared and the valve crimped per IFU, with no issues during the crimping phase. No vessel pre-dilation was performed. The original system was removed and replaced with a new system to complete the procedure. The patient remained stable with no reported injury. The event was attributed to insertion of the delivery system at a steep angle during sheath access. The device was retained by the hospital and was not available for return; no images of the device were provided.